Event description:
It was reported that the pace/sense portion of the defibrillator lead had high impedance due to a possible fracture and noise. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).